Event description:
It was reported that the patient¿s libre 3 plus app displayed ¿sensor cannot be used with this version of the app¿ after an app update, uninstall/reinstall, and phone restart; review of images confirmed the patient was scanning a libre 3 sensor instead of a libre 3 plus sensor, and the patient had attempted a similar pairing the prior night, consistent with incorrect pairing or sensor type mismatch. Symptoms included hypoglycemia with a glucometer reading of 54 mg/dl. Outcomes included self-treatment with oral carbohydrate. Investigation included remote troubleshooting and product verification through patient-provided packaging images. Investigation of this case revealed incompatible sensor-app pairing resulting in failure to pair the cgm, and the patient was instructed to obtain the correct sensors from the pharmacy while using backup therapy. It was concluded that user selection of the wrong sensor type caused the event.